Event description:
The customer reported that the provue probe is dripping adn the dilution cup overflowing. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer replaced the necessary parts and returned the instrument to expected operation.(B)(4)